Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient alleges organ perforation. Per CT, (B)(6) 2017: " four struts of ivc filter extend outside the ivc. Anterior strut of the filter I contiguous with and appears to extend into the adjacent duodenum by approximately 4mm. There no adjacent fat stranding or fluid or extraluminal air. There appearance of this strut relative to the bowel may represent strut extending into bowel vs. Focal indentation of bowel simulating appearance or extending into bowel lumen."

Manufacturer narrative:
Evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, device is unable to be retrieved". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt may happen during placement or during implanting period. No other complaints on device lot. Product is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2016-00808. New information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
The patient allegedly received device implant on (B)(6) 2010 due to dvts. The patient then allegedly had a removal procedure performed on (B)(6) 2015 via a percutaneous right jugular approach because the "filter was no longer necessary." Patient allegedly claims that the retrieval was unsuccessful. Patient is alleging filter tilt and that the device is unable to be retrieved.